Event description:
It was reported that the guide wire pierced through the recanalization catheter. The device was removed without incident. There was no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The sample was returned along with 5 photos and 4 cd's containing images. Based on the evaluation of the returned sample, the investigation is confirmed for a material puncture, as both the inner guide wire lumen and outer catheter were punctured. The definitive root cause could not be determined based upon the available information. It is unk if pt and/or procedural issues contributed to the reported event. It is unknown whether the original guide wire contributed to the event. Image review: based on images provided, a guide wire separation from a catheter can be confirmed. Based on images provided, the guide wire and catheter were exchanged for a new guide wire can be confirmed. Photo review: based on the photos provided, a material puncture in the outer catheter can be confirmed.